Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the compressor did not work as intended. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation; the device's smart pneumatic module was removed and returned. The malfunction was duplicated and attributed to a faulty transducer on the smart pneumatic module. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "run time calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.